Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the stent could not be deployed when the surgeon decided to deploy it in the artery even after the safety clip had been removed. After removal of the device, the surgeon noted a kink on the guide. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported failure to deploy the stent due to the breakage of a force transmitting component. The grip mechanism was found to be functional. The condition of the returned delivery system indicates the presence of excessive release force prior to the breakage of the force transmitting component. Furthermore, the delivery system was found to be kinked in the proximal section. The kinks are considered not relevant regarding the deployment failure as the force transmitting component underneath was found undamaged. The guide wire was not returned; therefore, the reported guide wire kink could not be evaluated. The sample evaluation leads to the conclusion that increased friction in the distal catheter section led to excessive release force and subsequent deployment failure. Potential contributing factors to the increased release force and subsequent deployment failure have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels can lead to increased friction and subsequent release force increase. The reported event also may be use-related as rough handling of the device can lead to deformation and subsequent friction increase. In this case, only limited information was provided regarding the patient's condition, the accessories used and procedural details. The reported kink may have occurred after the deployment failure as a consequence of the system handling with excessive release force. Based on the information available, a definite root cause for the reported event could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." And "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." Evaluation info: corrected data.